Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering because the customer tried giving them self a bolus to correct blood glucose but it did not go down at all until they had a manual injection. The customer blood glucose level was at time of incident was 31.3 mmol/l and experience vomiting and abdominal pain. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to continue troubleshooting. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer declined to check their settings. Customer declined to test insulin pump. The device will not be returned for analysis.